Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information/device evaluation; device evaluated by manufacturer - additional. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed due to the receiver not being able to communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of a hardware error could not be confirmed due to moisture damage. A root cause could not be determined.